Manufacturer narrative:
Evaluation results and conclusion: (root cause of marker band distortion is most likely procedural related). (Device used in the sfa/profunda bifurcate-complete se is indicated for use in the iliac vessels). (Images appear to confirm the marker band distortion). (B)(4).

Event description:
A physician deployed a 6mm diameter x 80mm length complete se peripheral stent system in the sfa/ profunda bifurcation of a patient to treat a 100% stenosis cto lesion that was pre-dilated. It was reported that following stent deployment, the proximal portion of the stent looked like two of the markers folded over on its self. No patient injury and no clinical sequelae were reported. Image review: two still procedural images of the deployed complete se stent were provided for review. The still procedural images appear to confirm the marker band distortion. The lesion was located in the sfa/profunda bifurcate and was a 100% stenosis cto. The still images show the deployed stent with a non-concentric profile that tapers down the vessel most likely due to the morphology of the vessel.